Event description:
It was reported that customer has hospitalized with dka. Customer's spouse stated that customer is in ICU. Customer spouse believes that insulin could have gone bad because it was very hot outside (in the 100's) and the heat index was registering at 116.